Manufacturer narrative:
The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified on (B)(6) 2013, via email by the polyform distributor (boston scientific) that they have received a complaint on the (B)(6) 2013, regarding a polyform product from a patient's legal representative. The complaint states that as a result of the polyform implant (date of implantation is on (B)(6) 2009), a patient injury occurred. The patient is identified as "(B)(6)". Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is the (B)(6), USA. The physician who treated the patient is dr (B)(6). The polyform part number and lot number have not been provided. No other information regarding the product or the patient is available at this time.